Manufacturer narrative:
The physical device has not been returned. The case description alleges that the user's pdm would not turn on and displayed only a black screen. The user stated that they went to sleep without the pdm being able to turn on. The pdm was stated to have not responded when attempting to charge it with a non-insulet charging cord. Cloud data for the period on (B)(6) 2026 was downloaded and reviewed. Cloud data indicated that the system generated an automated delivery restriction alert at 23:11 on (B)(6) 2026 after delivering insulin at a maximum rate for an extended period of time. No evidence was observed that indicated that this alert was acknowledged, as the exit closed loop alert flag remained true in the patient history buffer until 07:26 on (B)(6) 2026. No cloud data was available from the user between this time and 14:28 on (B)(6) 2026. While the exit closed loop alert was active, the system was appropriately delivering insulin at the safe basal rate. A root cause for the reported event could not be determined from the available cloud data. No issues were found that would be linked to the pdm not turning on as intended.

Event description:
On the morning of (B)(6) 2026, the patient was wearing a pod on the skin for an unknown duration of use when medical attention was sought. The legal guardian reported that the controller displayed a black screen and was not operational, which prevented the patient from checking glucose values or delivering insulin boluses. The legal guardian stated that the patient went to sleep without the controller functioning and was therefore not receiving insulin delivery overnight. The patient subsequently experienced repeated vomiting, and medical attention was sought. The patient was reportedly diagnosed with diabetic ketoacidosis and admitted to the hospital. Patient's blood glucose level was greater than 250 mg/dl at the time of the event. The patient remained hospitalized at the time of the report; a discharge date was unavailable because the patient had not yet been discharged. Hospital treatment reportedly included intravenous therapy and penicillin. The legal guardian reported that the controller did not show a charging symbol when connected to a charger; however, the controller was discarded prior to troubleshooting, and further device evaluation could not be performed. The legal guardian also reported use of a non-insulet charging cord. A replacement controller was arranged. No additional information was available at the time of the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.